Event description:
Patient had right foot arthrodesis in late fall of 2010. The patient returned shortly thereafter due to infected hardware (smith and nephew medial column). Nine screws and plate were explanted from the patient.